Manufacturer narrative:
The insulin pump was received with intermittent up arrow button response due to corroded keypad traces. The insulin pump passed the excessive no delivery error test. No excessive no delivery alarm was noted. The insulin pump was also received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and had an unresponsive keypad. The customer stated that after she received the alarm, she removed and reinserted the battery in an attempt to resolve the issue, but then she discovered that she could not do anything using the keypad. The customer's blood glucose was 247 mg/dl. She had gone to change her set, reached the reservoir set up step, and reported that the device seemed to be frozen. She reported that she went to give herself a bolus, but the numbers began scrolling without stopping. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.